Event description:
During shift check, the autopulse platform sn (B)(4), displayed a "system error, out of service, revert to manual CPR" message upon powering up. In addition, the customer reported a broken handle at the bottom of the platform. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4), displayed a "system error, out of service, revert to manual CPR" message," which was confirmed during the functional testing and the archive data review. The root cause of the reported "system error" was a failed processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2007 and is over 15 years old, well past the expected serviceable life of five years. Unrelated to the reported complaint, multiple cracks and broken parts on the top cover, front, and bottom enclosures, bent battery lock, damaged battery compartment and missing screws were noted upon visual inspection. The damaged parts were replaced to address the observed physical damages. The observed physical damages are appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. Unable to download archive file via ira port and wire connection from autopulse platform. However, the platform and diagnostic service pc communicated and confirmed a system error - 136 (internal parameter corrupted), thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on, thus, confirming the customer's reported complaint. The processor board was replaced to address the customer's reported complaint. Following service, the autopulse platform passed the 15-minute run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).